Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 3. The valve was visually inspected: the silicone housing around the siphon guard was cut/torn, marks were noted on the siphon guard, and this is the probably the cause of the silicone damage. This has most probably happened during implantation of the valve. Review of the history device records for the valve product code 82-8804pl, with lot 106065, conformed to the specifications when released to stock on the 7th november 2016. The root cause for the tear/cut in the silicone housing is probably due to the user, this however could not be determined. As noted in the IFU silicone has a low tear / cut resistance. Per hhe, it has been concluded that silicone housing tears are not design related, in order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
After being implanted for 15 days, a certas plus valve was explanted and found to be broken in the distal portion. There was almost complete separation between the distal portion of the valve and the central portion of the valve.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.